Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/12/2015 with the following findings: several cs-054 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no cs-054 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the bolus and prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the battery compartment was observed to be cracked from the grip pad to the case seal.